Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited multiple reversion episodes and auto mode switch episodes due to lead noise. The noise could be reproduced. The lead was successfully capped and replaced on (B)(6) 2016. The patient was asymptomatic prior to the surgery and was doing well post.